Manufacturer narrative:
(B) (4).

Event description:
The patient underwent revision surgery on (B) (6) 2009 to re implant their fixture as the fixture was pulled completely out of the bone due to an accident involving an animal bite.

Manufacturer narrative:
Device is not available for analysis. (B)(6).